Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the rear panel was deformed, the rear foot bent, the lamp door rusted, the front panel's post were damaged, the front panel chassis bent, a worn out scope socket, and the lens base was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that when the xenon light source scope is plugged into the processor, the light starts flashing like a strobe light. A technician was preparing the device for use for the following day when the issue was found. The issue was found outside of a procedure therefore there were no reports of patient harm.